Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
During a pka case, prior to burring tibia, cutter check produced a "yellow" accuracy check above 2.0mm. Motor assembly was inspected and found that the anspach motor was loose inside the pka end effector. Depth gauge was placed on, and the collet nut was re tightened with the burr at the proper depth. Rio registration was performed again, and cutter check was performed once again for the tibia, resulting in a passing (green) accuracy. While burring the tibia, the 6mm burr (p/n lhd-6b-m) came loose from the motor assembly, and slid out of the front of the hd-long attachment. Burring was halted, and the arm removed from the incision. Motor assembly was disassembled, at which point it was discovered that the hd-long had been compromised, breaking apart into two component pieces. The hd-long was swapped for a new one, and the motor assembly was reassembled. There was a 10-15 minutes surgical delay.

Manufacturer narrative:
Reported event: while burring the tibia, the 6mm burr (p/n lhd-6b-m) came loose from the motor assembly, and slid out of the front of the hd-long attachment. Burring was halted, and the arm removed from the incision. Motor assembly was disassembled, at which point it was discovered that the hd-long had been compromised, breaking apart into two component pieces. The hd-long was swapped for a new one, and the motor assembly was reassembled. There was a 10-15 minutes surgical delay. Product evaluation and results: visual inspection: no apparent obstructions were observed at the distal end of the hd long attachment. No observation of damage or handling issues with the attachment. Dimensional inspection: not performed as the anspach hd long attachment is an OEM product. Tolerances are unknown. Functional inspection: the burr was able to be inserted into the hd long attachment. The hd long attachment with burr was connected to an anspach motor and tested. The failure mode could not be replicated. There was an audible rattle when handling the device but was not apparent when spinning. Product history review: not performed as the anspach hd long attachment is an OEM product. Complaint history review: a review of complaints related to p/n 110920, lot number h32309831913 shows no additional complaints related to the failure in this investigation. Conclusions: the reported failure of hd long attachment could not be reproduced. The failure mode is not confirmed. The anspach hd long attachment has a shorter life expectancy than the anspach motor and is expected to be replaced once worn. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
During a pka case, prior to burring tibia, cutter check produced a "yellow" accuracy check above 2.0mm. Motor assembly was inspected and found that the anspach motor was loose inside the pka end effector. Depth gauge was placed on, and the collet nut was re tightened with the burr at the proper depth. Rio registration was performed again, and cutter check was performed once again for the tibia, resulting in a passing (green) accuracy. While burring the tibia, the 6mm burr (p/n lhd-6b-m) came loose from the motor assembly, and slid out of the front of the hd-long attachment. Burring was halted, and the arm removed from the incision. Motor assembly was disassembled, at which point it was discovered that the hd-long had been compromised, breaking apart into two component pieces. The hd-long was swapped for a new one, and the motor assembly was reassembled. There was a 10-15 minutes surgical delay.